Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the moderately calcified left circumflex. A 32 x 3.50 promus elite stent was advanced for treatment. However, it was noted that the stent struts were damaged. The procedure was completed with a different device. There were no patient complications reported.